Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code during maintenance. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error code and found that the tank was reading as full when there was no water in it. The floater level board was replaced to resolve the issue. Subsequent testing did not identify further issues and the unit was working within specifications. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code during maintenance. There was no patient involvement.